Event description:
It was reported that there was a software error detected in the customer's pump, indicated by the malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, but as the malfunction code recurred, they arranged to replace the pump. The customer was advised to follow backup procedures using mdi to ensure insulin delivery.